Event description:
Customer reported unexpected negative reactivity for antibody identification with capture-r ready ID lot id097.

Manufacturer narrative:
The presence of the e and s antigens were confirmed on retention crrid, lot id097. Returned patient's sample was tested with retention crrid, lot id097. The patient's sample was nonreactive. The patient's sample was also tested with selected cells number 3, 6, 11 and 12 of retention panocell-20, lot 04478, using immuadd as the potentiator. A room temperature incubation was included. The patient's sample exhibited no reactivity with all cells tested. The previous anti-e and anti-s were not detected.